Manufacturer narrative:
(B)(4). The ventilator model number and serial number were not provided. The ventilator serial number was not provided so the device manufacture date is unknown. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the mixer and the ventilator was returned to use.

Event description:
It was reported a patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The initial report b5 section was missing the statement: "it was reported that during patient use, the nurse tried regulating the oxygen, but the dial got stuck and didn't move." Although medtronic-covidien was not authorized to conduct a failure investigation, the third party returned a mixer. An investigation was performed on the returned component and the alleged malfunction was confirmed.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.